Manufacturer narrative:
B5 updated. D6b updated. The investigation is still ongoing.

Event description:
The pump is not available for return.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 66 year-old male patient for acute on chronic decompensated cardiomyopathy for pre-heart transplant care. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. An intra-aortic balloon pump was in place prior to implantation of the impella 5.5 device. During support, bleeding was reported from the tunnel site following device tunneling from the axillary cut-down site. The bleeding was refractory to manual pressure and temporary cessation of heparin and was ultimately controlled with placement of an additional suture at the tunnel site. The provider reported no hematoma or hemodynamic instability. The patient¿s hemoglobin decreased by 1 gram, requiring transfusion of 1 unit of packed red blood cells. The patient was noted to have movement during support, and the repositioning sheath was not properly placed with angle matching. While on support, the impella 5.5 device was operating at performance level 8 with expected flows of approximately 4.8 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on support with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative (updated): additional information received indicated that, unrelated to the reported bleeding event, later, the patient elected to discontinue pursuit of heart transplantation and was considering transition to hospice care. The decision to forego heart transplantation and transition toward hospice care reflects the patient's goals of care and underlying clinical condition. Care was withdrawn and the patient expired. The death is conservatively being reported; however, it is unlikely related to the reported bleeding event and is more likely attributable to the patient's underlying acute on chronic decompensated cardiomyopathy, advanced heart failure with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock, dependence on vasopressor and inotropic support, and the subsequent decision to discontinue pursuit of heart transplantation and withdraw care with transition to hospice.

Manufacturer narrative:
B5 revised with additional information regarding the patient outcome of death b2 death and date of death added. H1 revised to death, h6 health effect - impact code f02 added. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.